Event description:
Customer reported being hospitalized for low blood glucose. Review pump history with customer and boluses that the customer didn't remember were noted customer requested assistance with turning child block feature on in case they accidentally press buttons.